Event description:
The patient was followed up 30 days post procedure and there were no adverse events. The patient had a diagnostic angiography 9 months post procedure, which showed a 90% stenosis of the target lesion. The patient underwent a repeat carotid revascularization of the left distal common carotid. The patient was followed up 3 months later and was asymptomatic. The patient was a male, with a history of hyperlipidemia and hypertension. The patient the high risk criteria of prior ipsilat and neck dissection. The target lesion was the left distal common carotid. Lesion length was 5mm and diameter was 5mm. The lesion was not tortuous. Pre-procedure stenosis was 90%. A size 5 basket angioguard rx was successfully deployed and retrieved during the procedure. The lesion was predilated. A precise rx 8 x 20 mm was deployed at the target lesion. Post-procedure stenosis was 10%. There were no product problems during the procedure.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.